Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluatioin on-going additional information: h - 10: this report is being submitted late due to mis-interpretation of 2 year presumption acknowledgement and agreement by FDA. Once issue was identified, retrospective review of complaints was completed from time of 2 year presumption implementation to present. All reports identified are being reported.

Event description:
Country of complaint: brazil. It was reported that when opening the package, the ampoule had leakage.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open pouch with the ampoule broken and with the tip cut. The ampoule has been optically evaluated and has a crack at the junction of the ampoule. Probably, it took place during ampoule production, that ampoule was not completely joined and generated a fragile point that provokes that finally the ampoule breaks. Reviewed the batch manufacturing record, this product had a normal process no deviations have been found. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.